Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose at the time of the incident was 600 mg/dl. Customer was taken to the hospital on (B)(6) 2018. Troubleshooting was not completed. The insulin pump was not replaced or returned for analysis.